Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to error 25745 was replicated. The complaint regarding arm won¿t rotate was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting rotation issue, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding rotation issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted kidney reimplantation-living donor surgical procedure, the arm 2 would not rotate. An intuitive surgical, inc. (Isi) technical support engineer (tse) found that the patient clearance button was not functional on arm 2. The customer reported no related error, and the tse found no error in the system logs. The tse suggested to reboot to recover functionality, however the case was not at a good point to perform. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system would not undock from patient. The manual override leaver was engaged to move robot away from the patient. The customer performed a hard reset on the system after procedure. Arm 2 was re-tested to see if it would articulate and it would not. The case was completed robotically but 1 port incision was increased. There was no conversion. There was no harm or injury to the patient.